Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. If additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center to report a high drain 106 alarm on the homechoice (hc) after therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caregiver (cg) called in for the home patient (hp) and stated the hp had already disconnected aseptically and when they ended therapy the message appeared on the display. The cg stated she had already spoken to the nurse and was told that she just needed to clear the display. The baxter technical service representative (tsr) had the cg cycle power and press go to start. The display cleared and the tsr told the cg that the hc was ok to use. The homechoice meets device specifications and is safe to leave in the customer?s home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available.